Manufacturer narrative:
The device involved in the event will not be returned for evaluation. (B)(4).

Event description:
It was reported the patient was treated with one pipeline on (B)(6) 2011 and subsequently experienced an ipsilateral parenchymal hemorrhage. Several days later, the patient expired.